Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a client that when pushing the plunger on a 0.3ml 31g x 6mm bd ultra-fine¿ insulin syringe to remove the air, there was a drop of transparent liquid found in syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 6116884 investigation summary: customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 6116884. Customer states that when pushing the plunger to remove air, there is a drop of transparent liquid. Both returned syringes were examined and no liquid or any other foreign matter was observed inside the barrel. Also, no foreign matter came out of the cannula when fully depressing the plunger rod. There were zero (0) defects or notification noted during the manufacturing of the above listed batches, as determined via DHR review. CAPA (B)(4) ¿ fm internal (silicone) initiated 15aug2016. Corrective actions implemented december 2016. Lot 6116884 was produced prior to corrective actions being implemented. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.